Event description:
It was reported that while in the operating room a helium alarm occurred and blood was found in the helium line. The balloon ruptured while in the pt and pumping immediately stopped. As a result, the intra-aortic balloon (iab) line was clamped off, disconnected from the pump and removed from the pt with success. There was not another attempt made at the procedure because the pt was sent to the intensive care unit for observation and they felt the pt wouldn't benefit any longer from another balloon. No medical/surgical intervention was needed. There was a 90 min delay to remove the iab. No report of pt death, complications or injury. The pt outcome is no harm to the pt. There was no problem with the pump after balloon removal.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be asr reportable. The returned device was evaluated and it was determined that the event did not meet the criteria of a ruptured intra-aortic balloon. Device eval: returned items were a cut fiberoptix sensor (fos) iab assembly, a cut arterial pressure (ap) line attached to the central lumen lure hub, one-way valve, teflon sheath with sidearm and suture free wing clamp attached to the tie-down of the catheter guard. The bladder was unwrapped. There was a large amount of dried blood inside the bladder. A bend was found in the central lumen approx 4.5cm and a large elbow bend 17.5cm from the iab distal tip. The teflon sheath was on the catheter approx 46.5cm from the distal tip of the iab. The sidearm of the sheath was filled with blood and there was blood inside the sheath. The short driveline tubing had blood inside and was wrapped in a clear occlusive dressing with the cut fos cable and the cut ap line connected to the lure hub. The one-way valve was tethered to the short driveline. The fos connector and cal key were cut from the fiberoptix sensor (fos) cable and not returned. There was a bend in the catheter approx 47cm from the iab distal tip. A kink in the catheter was noted approx 71cm from the iab distal tip. Some of these bends may have occurred during sample return. The tip of the iab was placed in water. A 10cc syringe was connected to the luer end of the central lumen, the plunger was pulled back and blood immediately aspirated into the syringe. The syringe was disconnected, emptied, filled with water and reconnected to the luer end of the central lumen. The plunger on the syringe was depressed and blood tinged water exited through the tip of the central lumen. No water exited into the bladder. Device eval: an in-house spring wire guide (swg) was back loaded (straight end) through the distal tip. Resistance was met at approx 73cm from the distal tip and could not pass any further. The j-tip of the swg was then fed through the luer end of the central lumen and advanced through the catheter with slight resistance and exited the tip. The fiber was found broken and punctured through the bladder 1.5cm from the iab distal tip. The iab was submerged in water and pressurized. A large leak detected approx 1.5cm from the iab distal tip where the broken fiber had punctured the bladder. No other leaks were noted. The fiber was broken 1.5cm from the iab distal tip. No excessive glue or any other breaks in the fiber were found. The bladder thickness was measured and was within specification. The instructions for use state that the intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to pt physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all mfg specifications prior to release. Conclusion: the complaint of "blood was found in the helium line and the balloon ruptured" is confirmed. The fos fiber broke and punctured the bladder allowing blood to enter the gas lumen of the iab. The potential cause of this issue is procedure/pt related. The damage sustained by the fos fiber and bladder appears to be consistent with that of acutely bending the tip area of the iab. A CAPA has been initiated to address issues with the fos fiber.